Manufacturer narrative:
Analysis found that power curve was off specification. It was noted that at 20 watts, 25 ohms the power reading was 20 (expected 12w-18w), at 20 watts 100 ohms the power reading was 14 (expected was 18w-22w), at 20 watts 125 ohms the power reading was 11 (expected 14w-22w), at 20 watts 200 ohms the power reading was 7 (expected 9w-14w). The power curve was also found to be off at 100 watts 25 ohms, the power reading was 98 (expected 58w-88w), at 100 watts 100 ohms the power reading was 67 (expected 90w-110w), at 100 watts and 125 ohms the power reading was 56 (expected 72w-110w), at 100 watts 200 ohms the power reading was 36 (expected 45w-69w). The power curve was also off at 200 watts 100 ohms, the power reading was 134 (expected 180w-220w), at 200 watts 125 ohms the power reading at 110 (expected 144w-220w), at 200 watts 200 ohms the power reading was 73 (expected 90w-138w). The power delivery at 200 watt was lower than expected, the internal power measure was lower than expected, and the hf-idling voltage was lower than expected. The hf main pcb was replaced and the power curve issues were resolved. Analysis also found the moisture cap deteriorated and was replaced. The generator had damaged decals and chipped paint, analysis touched up the paint. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator was returned for preventative maintenance.